Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right hemi near beginning of the case, the blade did not advance and was stuck. They opened another device to finish the case. There was no patient injury.